Event description:
The facility reported a colleague infusion pump with a malfunction of "no light during infusion to indicate volume infusing." This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomedical service department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, it was determined that the reported problem does not have the potential to cause a death or serious injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.